Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging that the subject meter does not power on. This complaint is being reported because the issue was not resolved at the time of troubleshooting. There was no indication that the product caused or contributed to an adverse event.